Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot and sterile lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 57214803. Size 4 accolade ii 132 deg; cat# 6720-0435; lot# 62642205. Primary tritanium hemi cluster hole cup 54mm; cat# 502-03-54e; lot# xh4xvt. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# hk79p7. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# xn55at. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
It was reported that patient's right hip was revised. As reported: "patient presented with an abscess, liner and femoral head were swapped out as part of surgeon's 'wash out' protocol". Rep reported that intra-operatively, surgeon found that infection went all the way into the joint. A 10° e poly liner and 36 -5 ceramic head were revised to a 0° e poly liner and another 36 -5 ceramic head.